Event description:
The device was placed, flashback obtained and then the green adapter came off. The patient underwent exploratory surgery in an attempt to locate the missing catheter portion.

Manufacturer narrative:
The hospital has retained the sample at their facility and will not release it at this time. If additional information is received, a supplemental report will be submitted. Date submitted: 20 november 2008.